Event description:
It was reported that three proglide devices had an issue with closure relative to a transcatheter aortic valve replacement procedure. No additional information was provided at this time.

Manufacturer narrative:
The date of incident is estimated as (B)(6) 2021. It's currently unknown if the device will be returning. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
Subsequent to the initial report, the following additional information was received: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14fr sheath hole prior to a transcatheter aortic valve (tavi) procedure. Reportedly, the wire [suture] broke from the needle during pre-close with all three proglide devices. The sutures of a prostar xl device were successfully pre-placed. The sheath was upsized to a 16fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostar xl sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was not confirmed; however, a partial plunger deployment was observed which resulted in a suture retrieval issue. Additionally, analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 3190 was removed.